Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The mouthpiece part of the biopsy tube was loose based on the results of the investigation, the issue is attributed to mechanical shock, however, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchofibervideoscope biopsy port came off of the scope. The event occurred during reprocessing. There was no patient involvement.